Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The customer did not change the infusion set when he began experiencing high blood glucose levels. Troubleshooting was performed and the insulin pump passed the high pressure test. Advised the customer that the insulin pump is operating as designed. Advised the customer to speak with his doctor about other possible causes for high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.